Event description:
It was reported that the system was explanted due to e. Faecalis bacteremia with vegetation. There¿s no allegation of the infection being device related. Leads will not be returned. No further information provided.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).